Event description:
It was reported that the patient was experiencing tingling at the ipg site. X-ray were taken and indicated lead migration out of the epidural space. Surgical intervention was undertaken on (B)(6) 2018 wherein the migrated lead was moved back into the original space and a second lead was added. Therapy was restored to the patient post-operatively.